Event description:
It was reported that the pt was implanted a znn cmn lag screw 10.5x100 on an unk date. Which side it was implanted on is unk. When the surgeon wanted to remove the screw on (B)(6) 2014, initially, he was not able to. In the attempt to remove the screw, accompanying instrumentation got broken and the lips of the screw bent and one lip broke off. Finally, the screw could be removed.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow up report will be filed. (B)(4).